Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain - one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's drain volume was 3492ml. The fill volume was 2000ml, so this meets iipv criteria. Product surveillance notified the nurse of the iipv event by leaving a detailed message. No patient injury or medical intervention was reported. No further information is available.